Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed because the receiver did not boot up, and re-initialized continuously. The reported event of loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.